Event description:
Device 1 of 2; reference MFR. Report# 1627487-2019-02034. Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2019 wherein the ipg was repositioned.

Event description:
Device 1 of 2; reference MFR. Report# 1627487-2019-02034. Follow-up information revealed the issue is resolved.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2019-02034. The patient has 2 ipgs implanted. It was reported the patient experienced pain at the ipg. It was stated the one of the ipgs is tilted horizontally causing discomfort to the patient. As such, the patient will undergo surgical intervention to address the issue. It is unknown which ipg is liable. Therefore, all suspected devices are being reported.